Event description:
This lead was implanted and explanted later the same day due to loss of capture and sensing. This lead was replaced with a similar lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the outer conductor coil which occurred most likely in the course of the surgery. During analysis, no other deviations were noted. In summary, there was no sign of a material or manufacturing problem.